Event description:
A (B)(6) male pt contacted zoll customer support to report that the pt's response buttons would not activate the device. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (will not power up) has been investigated. Upon receipt the rear response button was non-functional. The cause for the inability to power on past the start-up screens was the non-functional response button. The rear response button flex connector was unplugged, which resulted in the nonfunctional response button. In the event the monitor detects a treatable rhythm at the response button screen, the monitor would bypass the screen in order to deliver a treatment. The monitor is otherwise fully functional and able to detect and treat a pt upon initial eval. The root cause of the unplugged response button cable could not be positively identified but was likely the monitor impacting a hard surface. No adverse event resulted from the defective response buttons. The pt rec'd a replacement monitor.